Event description:
A malfunction alarm, designated as malf 12, was reported, but the issue did not cause the blood glucose level to exceed 500 mg/dl, indicating no adverse impact to the customer's blood glucose levels. Customer technical support provided information to reset the pump, and the caller was assisted with resetting it. The malfunction did not recur after the reset, allowing the customer to continue using the pump. The customer was advised to contact support again if any malfunction recurred, and they acknowledged understanding this instruction.